Event description:
The customer contacted carefusion technical support and reported a loud hissing noise coming from the ventilator, when high pressure gas is connected. This incident occurred during setup. No patient involvement. Field service was requested.

Manufacturer narrative:
(B)(4). Carefusion field service evaluated the ventilator, and found that the root cause of the reported event was a leaking pressure regulator. The pressure regulator was replaced, and user verification tests were ran to assure that the ventilator was performing according to manufacturer specifications. There were no other problems found. The alleged faulty pressure regulator was returned to carefusion on (B)(6) 2015, and is awaiting evaluation. Once evaluated, a follow-up medwatch report will be submitted.